Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire contained two kinks towards the distal end. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kinks in the guide wire measured 20mm and 28mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596m-604mm per the guide wire graphic. The guide wire outer diameter measured .793mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed as the guide wire passed completely through both components. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked in two locations towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported. The patient's condition is reported as fine.